Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue, and one haptic was torn off missing.

Event description:
The surgeon implanted a silicone lens model aa4203tf and was torn during implantation. The lens was removed without pt injury. An mtc-60c cartridge was used, and the lot number is unknown. The model and lot numbers of the injector are unknown.